Event description:
The technician alleged that the brake caster was not holding. No patient impact.

Manufacturer narrative:
The technician found that the brake pad was missing from the brake caster. The technician replaced the brake caster to resolve the issue.